Manufacturer narrative:
As received, implant coil was found damaged and stretched, but still attached to the pushwire with the polypropylene filament intact. The instant detacher was not returned. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found intact. During evaluation, an in-house instant detacher was then used, and the implant coil successfully detached from the pushwire on the first attempt. The instant detacher was not returned as it was discarded; therefore, any contributing factors from the instant detacher could not be assessed. The intact tack weld replacement (twr) crimps were likely the cause of the non-detachment of the implant coil; however, the tack weld replacement (twr) crimps were successfully broken and the implant coil detached after the first attempt of detachment with an in-house instant detacher. It is possible that the implant coil became damaged and stretched during shipping back to medtronic for evaluation as the implant coil was not protected by the introducer sheath. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): warnings: ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is expected to return for evaluation. Once the device has been received and evaluation completed, a supplemental report will be submitted.

Event description:
Medtronic received information that during coiling treatment of a small unruptured, saccular right vertebral artery aneurysm, this coil was not able to detach using the instant detacher. It was reported that the coil was deployed into the aneurysm, and the detacher was used. Upon removal of the pusher wire, it was noted that the coil was still at the distal end of the pushwire and had not detached. Only one attempt was made with the instant detacher. A second attempt was not made, nor was an attempt made to use the manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). Another coil was used and implanted successfully. The rest of the procedure was uneventful and no patient injury was reported.